Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: during testing, the pump powered on with vibratory and audible tones and a legible display screen. The keypad was fully intact and all keypad buttons were responsive during testing. An ez prime sequence was successfully completed with no errors. No defects were found with returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging there was ¿something wrong with the pump issue.¿ there was no additional information available for this complaint. Attempts have been made to contact the patient for more information regarding this complaint with no success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of a pump malfunction.